Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited impedance measurements of greater than 3000 ohms, high pacing threshold measurements, and was noted to be fractured. The lead was therefore surgically abandoned and replaced. No additional adverse patient effects were reported.